Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient exchanged a freedom onboard battery. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver has a redundant power source of external wall power. In addition, patients are provided with several freedom onboard batteries. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported alarm was confirmed in the driver's alarm history but was not able to be reproduced during investigation testing. The driver passed all test requirements with no anomalies or alarms. An onboard battery exchange test was conducted with the onboard batteries used during the customer-reported experience and resulted in no alarms or anomalies. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient exchanged a freedom onboard battery. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.